Event description:
It was reported that a revision surgery occurred due to a patient experiencing painful hardware on an unknown date possibly caused by 4 broken screws, confirmed broken by x-rays taken on an unknown date. A revision surgery of the original 2nd and 3rd tarsometatarsal (tmt) fusion surgery that was performed for treatment of arthritis was scheduled. During the original surgery the surgeon implanted five locking screws, two 28mm long 2.7mm locking screws, two 30mm long 2.7mm locking screws, one unknown 2.7mm cortex screw, one 2 hole 2.4mm/2.7mm variable angle (va-lcp) t-fusion plate and one 2.4mm/2.7mm va-lcp cloverleaf fusion plate. The surgical revision was performed on (B)(6) 2014 for the removal of the broken hardware. Fusion was achieved and the two plates and all but two bottom halves of two screws were removed. The two 28mm long 2.7mm locking screws and two 30mm long 2.7mm locking screws were broken and the bottom halves of two of these screws remain in the patient, it is unknown which of these screws remained in the patient. No issues were reported with the five locking screws, one cortex screw and two plates. The procedure was completed successfully with no patient harm reported. No surgical delay was reported. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Implant date unknown it is unknown which of the four broken screws were explanted during the revision surgery on (B)(6) 2014 in their entirety due to the reported two screw halves that remained in the patient as reported in the complaint description. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.